Event description:
The customer reported that the system displayed a control panel error message and locked up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connectors were reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.